Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on sunday, (B)(6) 2018 due to diabetic ketoacidosis and high blood glucose level over 400 mg/dl, the customer's current blood glucose level unknown. Customer experienced symptoms related to their high blood glucose was diabetic ketoacidosis. The customer was not wearing the insulin pump at the time of admission. The customer treated for high blood glucose was insulin drip from hospital. Customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.